Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be identified. The instrument was intentionally used after the use by date which is warned against in the corresponding IFU.

Event description:
A pk papyrus (pkp) covered stent system was selected for treatment of a perforation of the rca. Due to guide extension interaction a 4.0/15 pkp could not be advanced. Therefore, the affected pkp 3.5/15 was selected. It was correctly recognized that the pkp was expired by 3 days. Given patients deteriorating hemodynamics due to the perforation it was decided to use the expired device, but the requested pkp could also not reach the lesion due to guide extension interaction. The guide extension was removed and the expired 3.5 x 15 pkp was advanced to the perforation and successfully deployed and appears to have successfully sealed the perforation. Patients family was notified post procedure that an expired device was used.